Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there is a little rubber gasket that fell out of the reservoir compartment. Customer stated that ever since it fell off, her blood glucose has been going high. Customer stated that she woke up in the morning with a low blood glucose of 46 mg/dl. Customer tested and it was 400 mg/dl. Customer bolused for it and it went back down to 64 mg/dl. Customer stated that she took fewer units than what the bolus wizard recommended. Customer's blood glucose is 205 mg/dl. Customer stated that the pump has physical damage. The o-ring fell out when the reservoir was removed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan.